Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was partially deployed a round 4 millimeter (mm) under the annulus plane. The valve appeared minimally constrained due to calcification into the cusps. Despite, the physicians decided to proceed with deployment. During deployment, guide wire tension was removed and the delivery catheter system (dcs) was pushed. Following the valve release, the valve dislodged to +1 mm over the annulus plane from the initial deployment position on the non-coronary cusp (ncc) side. The overall hemodynamic condition was not stable, therefore the implant team decided to implant a second valve. The second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.